Manufacturer narrative:
The steris service technician made repairs to the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported that water was leaking from their washer. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a deteriorated section of the orange drying hose at the drying valve connection and a loose sanitary clamp connecting the drying valve assembly and the drain valve assembly.